Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. A review of the site's ion system logs revealed there were no related system errors to the reported event.

Event description:
A patient underwent an ion endoluminal lung biopsy procedure on (B)(6) 2023 as part of a clinical study. The patient experienced bleeding after the first biopsy using the forceps. Diluted epinephrine was instilled through the ion catheter to control the bleeding. No obvious bleeding was observed under fluoroscopy and there were no signs of hypoxemia. A few minutes later, the patient showed signs of brady cardia with heart rate around 50bpm, and hypoventilation was suspected. The ion procedure was then aborted; the ion system was undocked from the patient and an airway exam was continued with an third-party (olympus) 1t h1 90 bronchoscope. According to the airway examination, the blood had spilled over into the right lung and was suspected as the cause of the hypoventilation. Suction from bilateral airways was performed to control the bleeding. The endotracheal tube was advanced into the right lung as bleeding was still occurring in the left upper lobe. As clots from the left-sided airways were suctioned clear, the endotracheal tube was retracted into the trachea. There was one clot left within the apicoposterior left upper lobe, and more diluted epinephrine was administered. Lymph node staging was then performed after switching to endobronchial ultrasound. The airway was then re-examined using the olympus 1t h1 90 bronchoscope to confirm no active bleeding and the apicoposterior clot was confirmed to be cleared before extubation. The estimated blood loss was around 50ml, but no transfusions was required. The patient was discharged home later the same day with no post-procedural complications noted. The severity of the bleeding was assessed by site investigator as grade 3 (selective intubation with ett or balloon/bronchial blocker for less than 20 minutes, or premature interruption of the procedure) and ctcae grade 2 (moderate, minimal, local or noninvasive intervention indicated; limiting age-appropriate instrumental activities of daily living (adl)). According to the investigator, some bleeding is expected post biopsy procedure, but the cause of the severity of the bleeding is unknown. It was confirmed that the ion system did not exhibit any issues that may have contributed to the bleeding. The biopsied lesion was 13x12x12mm at the left upper lobe and 9mm to the pleura. The patient was confirmed as not using any type of blood thinner medications prior to the procedure.